Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose had gone up to 500 mg/dl. They treated with manual injection. They were on auto mode at the time of the incident. Their current blood glucose was 220 mg/dl. The device passed troubleshooting and will not be returned for analysis.